Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "fluid intrusion" which was confirmed but could not be reproduced. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion which caused the components to fail, rendering the unit unrepairable due to mac address assigned as product serial number.

Event description:
It was reported that a spectrum pump wireless battery module has fluid intrusion. It was also reported there was no patient involvement.